Event description:
It was reported that the day after placement, the dialysis unit noticed a pinhole in the extension tubing.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.